Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-17668. It was reported that when the patient presented in clinic, low, out of range, low voltage lead impedance and loss of capture were observed on the atrial and ventricular lead. The leads were capped and replaced on (B)(6) 2019. The patient was stable and discharged.